Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 10 months. The replaced portion of the repaired percutaneous lead (driveline) was returned for analysis. The evaluation is not complete. The patient remains on going with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the lvad system produced multiple pump stoppage events and low speed operation alarms. The patient was asymptomatic. The lvad clinician was not able to reproduce the alarm; either by manipulating the percutaneous lead (driveline) external portion or by having the patient move around. X-rays were reviewed by the technical service representative who did not show any areas of concern internally. However, there was not an image of the external portion of the driveline neat the system controller provided. The patient was sent home and will be receiving an ungrounded patient cable. On (B)(6) 2017, the technical service representative was onsite for a driveline replacement. The entire external portion of the driveline was replaced with no issues. The patient was placed on a grounded patient cable after the repair and the alarms did not return. The patient was discharged from the clinic.

Manufacturer narrative:
Although the reported pump stoppage and low speed events were confirmed via the submitted system controller log files, the cause could not be conclusively determined during the evaluation of the returned driveline. The x-rays that were sent did not reveal any areas of obvious damage or repair. An onsite driveline repair was performed on (B)(6) 2017 by technical services. The entire external portion was replaced with no issues. The approximately 14.5 inch segment of driveline replaced by technical service was returned for evaluation. Examination of the driveline found some shield breakdown under the connector bend relief and approximately .5 inches, 1.5 inches, and 3 inches from the controller connector. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires found no insulation damage or wear. The driveline was submerged in a saline bath for high-potential testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.